Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue was due to cable-mounted plug connector, designator p23 of cable w11. P23 was not fully seated into the pcb-mounted jack connector, designator j23 on the therapy pcb assembly. The therapy pcb assembly was replaced and j23 was able to lock the connector of w11 into place. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
During an evaluation of the customer's device, physio-control observed that the device was unable to charge for defibrillation. No issues were reported by the customer at the time of the service request. There was no patient use associated with the reported event.